Event description:
It was reported that the trochanteric fixation nail (tfn) was installed incorrectly on (B)(6) 2014. The helical blade was not properly positioned through the nail when initially installed, but it was not noticed during the intra-operative imaging. A revision was required due to a shortening of the fracture. The trochanteric fixation nail (tfn) was removed and the same nail was re-installed with a new, longer helical blade on (B)(6) 2014. The nail remains implanted so the product will not be available for evaluation. The patient status was reported as good. This is report 1 of 2 for (B)(4). This report the trochanteric fixation nail.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pro code: hwc; screw, fixation, bone. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.